Event description:
During a ptca treatment procedure, inflation difficulties were encountered. The physician was attempting to angioplasty a 90% proximal-mid lad stenosis in a tortuous lad. He was unable to inflate the balloon of the maverick2 catheter. The product was removed and the procedure was completed with another balloon catheter. The pt status is reported as "good".